Event description:
It was reported by service report that there were missing bumper strips, and missing corner covers presenting exposed sharp edges. No pt involvement or adverse consequences are reported.